Event description:
The complainant reported that during the clinician's attempt to perform the therapeutic procedure of removing the patient's g-tube, the tube separated from the internal bolster, leaving the bolster in the patient's stomach. The clincian then removed the internal bolster from the pt with the aid of a snare and through a scope. The complainant indicated that there was no adverse affect on the pt as a result of the reported malfunction.